Event description:
It was reported that the unit was freezing up and making a solid block of ice in the well. Because there was no water flowing over the ice, it was not cold enough to use for patients. The issue had been ongoing. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr found the ice sensor tubing was not positioned correctly allowing the ice to build up and block the water flow. The fsr repositioned the tubing, tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.